Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was unable to communicate with external devices, the patient controller displayed error message "generator unavailable... Contact clinician". Troubleshooting was unable to resolve the issue and it was determined the ipg was inoperable. Surgical intervention may be taken to address the issue.

Event description:
Follow up identified the reported issue has been resolved.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.